Event description:
A customer reported a flo-gard infusion pump with an alarm code of f38. It is unknown during which process step this alarm occurred. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log found evidence of the f-38 alarm. The device was functionally tested by performing a power-on self-test. The power on self-test verified the reported issue. The cause was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.